Event description:
It was reported that as a result of using the catheter the patient developed a cauti.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.